Manufacturer narrative:
Additional information was received which was not provided with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was not on auto mode during their event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 425 mg/dl. Patient's other blood glucose value was 394 mg/dl. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. The insulin pump was not expected to be returned for analysis.